Manufacturer narrative:
The insulin pump alarmed during self-test, the problem was isolated to the mother board. However, the insulin pump passed idle current test, run current test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and had no buzzing noise anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. Customer's blood glucose level was 278 mg/dl. The customer bolused to treat his blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.